Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. As lot information was unavailable, the product label included in the production record, which is linked to the lot information, could not be confirmed. Therefore, the unique device identifier (UDI) #, model # and expiration date could not be obtained. Device evaluation could not be performed because the affected device was not returned. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. As the affected device was not returned, the cause of this event could not be identified. Based on the obtained information and referring to know similar events, it was concluded that torsion generated with wire manipulation might have been locally applied on the distal segment of the guide wire while the distal segment of the subject sion blue guide wire had been caught by the calcified lesion. Consequently, the coil was unraveled, increasing the resistance with the concomitant catheter. The sion blue guide wire might have been pushed against the vessel wall due to further device manipulation to release the resistance, causing vessel perforation. Although it was concluded that the reported event was not attributed to the product quality, additional treatment due to vessel perforation was considered an adverse event. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunction and adverse effects] ~ breakage of the guide wire ~ damage to a vessel, including possible vessel perforation.

Event description:
It was reported that an asahi sion blue guide wire was used with a non-asahi dragonfly opstar catheter during a percutaneous coronary intervention (pci) to treat a moderately calcified stenosis in the left circumflex artery (lcx). The lesion was cut with an unspecified cutting balloon. When the physician tried to remove the concomitant dragonfly opstar catheter to complete the procedure, the sion blue guide wire was found trapped by the catheter. After removal of the catheter, the outer coil of the guide wire was found unraveled at the wire tip and at approximately 15cm proximal to the tip. No fracture was noted on the guide wire. At the same time, vessel perforation was observed.additional treatment was performed by using balloon catheter and coil for hemostasis at the perforation site. The procedure was completed. It was informed that the patient was fine and discharged without any issues after the procedure.